Manufacturer narrative:
(B)(4). Applications support specialist verified the calibration of the idesign and looked at the fixation target and verified it. Everything was within specifications and the fixation target looked good. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported patient had original procedure on (B)(6) 2016. Patient programmed treatment was right -5.75 -0.25 x 005 and left -5.25 -0.25 x 154. Patient post op was: 1 month: right 1.00 -0.50 66 uncorrected 20/70 best corrected 20/30; left 1.25 -1.25 170 uncorrected 20/70 best corrected 20/25. Three months: right 2.50 -0.75 165 uncorrected 20/50 best corrected 20/20; left 2.75 -2.75 17 uncorrected 20/40 best corrected 20/20. Surgeon did enhancement on (B)(6) 2016. The current prescription is: right +1.75 -1.00 x 005; left +0.75 -2.75 x 175. There is no loss of best corrected visual acuity.